Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an endoscopy procedure performed on (B)(6) 2022. During the procedure, all the deployment stages were felt; however, the clip would not detach from the catheter. The procedure was completed with another resolution 360 clips. It was reported that the device was pulled out of the scope and it was noticed that the clip was not attached to the patient, but still attached to the catheter in a closed position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip would not detach from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip was returned stuck into the bushing. Microscopic examination was performed and it was found that the clip had both activations performed and the yoke was detached from the control wire. Additionally, the bushing had hit marks and the capsule was deformed. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not detach from the catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms. Consequently, this excessive force could have generated that the clip arms got activated, but the capsule did not detached from the bushing. It is likely that the physician tried to open and activate again the clip arms and this time, a soft deployment could have occurred. Subsequently, when the customer pulled back the handle to reposition the clip again, this action induced that the capsule got localized incorrectly on the bushing; therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling the handle to release the clip, this technique generated that the yoke got detached from the control wire. Additionally, the hit marks found on the bushing and the capsule being deformed is likely due to the interaction between the yoke, bushing and the capsule, in order to deploy the clip. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an endoscopy procedure performed on (B)(6) 2022. During the procedure, all the deployment stages were felt; however, the clip would not detach from the catheter. The procedure was completed with another resolution 360 clips. It was reported that the device was pulled out of the scope and it was noticed that the clip was not attached to the patient, but still attached to the catheter in a closed position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.